Event description:
It was reported that there was a disconnection between the patient line of the homechoice cassette and the transfer set. The patient was connected at the time of the event. This occurred during use of the device for peritoneal dialysis (pd) therapy. Continuous ambulatory peritoneal dialysis was discussed. There was no allegation against the transfer set as the transfer set remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.